Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing log, it is found the host pc failed to connect to the flex vision pc, so the malfunction happens. Upon troubleshooting, fse found the flex vision pc was on but not communicating with the system via lan. To resolve the problem, a software download was performed successfully, and another follow up fse installed the new flex vision pc and successfully restored the software and return part for further analysis, but no failure found. After replacing the flex vision pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.